Manufacturer narrative:
An event of device deformation was reported. There was no reported interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The device was returned to abbott for investigation and the device met dimensional and functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was selected for an implanted. During the procedure, after diamond shape, when pulling it to return the device to the ball shae, the cable detached from the device. The device reconnected when the disc was still in the delivery system and the lobe (diamond shape) was outside the delivery. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.